Event description:
The customer contacted baxter's service center regarding therapy assistance. The hp stated they were sleep walking last night and must have disconnected herself because she did not remember disconnecting. The tsr asked the hp what the hc reads. The hp stated stopped fill. The tsr had the hp cycle the power. The hc alarmed power restored/fill 4/4. The tsr reviewed the fill volume (fv) and it was equal to 1663ml, the tsr assisted the hp with ending therapy. The tsr assisted with getting the set out, and recommended the hp contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and she said that she was not aware of the patient having had that issue. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.